Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking onto the floor. Pt disconnected to use restroom and then reconnected and went to sleep. Cycler alarmed and pt's wife found floor wet. Pt's wife reports that leak was from poor connections because pt has arthritis. Prophylactic antibiotics were administered as a precaution and there is no other known pt ill effect. Pt is fine and his effluent has remained clear. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.